Manufacturer narrative:
Eval summary: the product was not returned for analysis; the lens remains implanted. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone and fax. A completed questionaire was received on 12/08/2014. This report was mailed to FDA on 12/19/2014. (B)(4).

Event description:
A tech reported that following an intraocular lens (iol) implant procedure a pt who experienced visual disturbances and a cloudy, dim shadow in periphery of vision. The pt's central 2mm of vision was fine with 20/20 vision. The lens was exchanged. In a f/u, the surgeon reported the pt had distortion in vision, blurry vision in all areas with light sensitivity and glare issues. The pt could guess at letters but had distortion in all fields.